Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the existing gum disease was disclosed prior to treatment and was approved for treatment but the product has made the dental condition worse.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.